Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was set up with a multiple primary tubing assemblies to keep the circuit closed and sometimes the pump would alarm occlusion for the second or third chemotherapy while infusing on a patient in the oncology department. There was no known patient injury or medical intervention associated with this event. No additional information is available.